Manufacturer narrative:
Product complaint # (B)(4) additional information: h6 component code: g07002 - device not returned d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Additional information provided: "to leave also formalized by e-mail, my report of the severe allergic reaction from the use of dermabond glue, acquired directly from the real portuguese hospital in recife and used in the closure of the cesarean section, held on (B)(6) 2025, according to the medical report. Before the purchase, I contacted the product representative to endocenter, who gave me some information. However, at no time have I been warned about the possibility of an allergic reaction occurring. On the contrary, the product was presented to me as hypoallergenic and safe for use, bringing advantages to healing. I developed a severe allergic reaction at the site of application, showing spots, burns and wounds. I have already done the removal of the product well before the indicated deadline of 21 days, but there was no improvement so far. The skin is quite injured, causing great physical pain, unending nuisance and enormous emotional shock. This reaction is significantly damaging my postpartum period, aggravating the period of puerperium. I am breastfeeding and I need to use several medications that would not be necessary, exposing my newborn child to various medications, and yet I do not present any improvement. The appearance of the injury is very unpleasant and causes me daily suffering. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Is a photo available of the patient reaction? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a cesarean section on (B)(6) 2025 and topical skin adhesive was used. Patient used premium product, but her skin is all burned. Patient developed a severe allergic reaction at the site of application, showing spots, burns and wounds. Patient removed the product well before the indicated deadline of 21 days, but there was no improvement so far. The skin is quite injured, various medications. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: so that you can start the analyzes and guide me as to the resolution of my problem, I forward below the photos of the allergic reaction caused by the use of glue. It is possible to clearly perceive the damage caused to the skin, exactly in the place where the product was applied, a reaction that also extended throughout the region beyond the surgery. The allergy, of course, has already been treated and resolved, however a very dark spot remained around the place. Even after a month and a half, this stain still persists, bringing a huge aesthetic disorder and deep emotional discomfort, since the final result was very far from what was expected, unimaginable that all this would happen. I purchased a high-value product with the promise of better recovery and results, but unfortunately I had the opposite experience, with serious and unwanted consequences. Corrected h6 health effect - clinical codes. Corrected h6 type of investigation. Additional h6 component code.